Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. The pulse generator exhibited back-up vvi operation. After a device download, the device resumed normal function. The patient was stable post event.